Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis. On the day of onset, the patient was hospitalized for the peritonitis. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with gentamicin intraperitoneally (dosage, frequency, and duration not reported) and an unknown oral antibiotic every other day (medication, dosage, and duration not reported) for the peritonitis. After five days of hospitalization, the patient was discharged. Seven days after the initial hospitalization began, the patient was re-hospitalized for the event. It was not reported if dianeal therapy was ongoing. The patient was recovering from the peritonitis. No additional information is available.